Event description:
It was reported that prior to the treatment the catheter allegedly had a hole. It was further reported that the balloon allegedly failed to flush. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true flow valvuloplasty perfusion catheter has been received for the evaluation. On the visual evaluation, the device appeared clean and the balloon was partially inflated. No other specific anomalies were noted. On the functional evaluation, the guidewire lumen of the catheter was flushed using an in-house syringe and the water was able to successfully exit out of the distal tip. Then the in-house guidewire was advanced from the distal tip to exit out of the guidewire port. The balloon was then inflated using an in-house presto inflation device and the water starts exiting from the distal tip of the catheter. On further the guidewire was removed, the balloon was then inflated, once again the water exited out from the distal tip and the balloon could not be inflated to 3 atm . Then the catheter tip was clamped and inflated again and this time water exiting from the guide wire hub . Under the microscopic observation, the catheter shaft and the y- body was inspected and no holes or cracks were identified. The investigation for the reported failure to flush was unconfirmed as the guidewire lumen was flushed and the water successfully exited out of the distal tip during the evaluation. The investigation for the identified inflation issue was confirmed for, as the balloon was noted to have inflation issue during the evaluation. A definitive root cause for the reported failure to flush and the identified inflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that prior to the treatment the catheter allegedly had a hole. It was further reported that the balloon allegedly failed to flush. There was no patient contact.